Event description:
Related to MFR report # 2183959-2012-03145. It was reported that a sparc was implanted (B)(6), 2011. It was also reported that another device was implanted on (B)(6), 2009. It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report-(B)(4).